Manufacturer narrative:
Initial and final MDR 2581055 - device 2 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced leaking issues with two infusion sets on (B)(6) 2026 and (B)(6) 2026. The infusion set tubing was leaking at the site. The infusion set was used within three hours. The blood glucose (bg) was also high. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.